Manufacturer narrative:
This event occurred in (B)(6), invacare is filing this report because the device is also marketed and sold in the u.s. The serial-number and the manufacturing date of the product are not known. According to the healthcare facility report, the affected rollator was scrapped by mistake. Photos of the affected rollator that were taken after the incident, and further information for the investigation has been requested. When the information has been received the investigation will continue.

Event description:
The user sat on the symphony rollator when one of the wheels broke off the fork and the rollator tipped. A fracture was confirmed to the right collarbone. The user spent a week in the hospital and has been bed bound at home with home-care assistance.